Manufacturer narrative:
UDI #: (B)(4). Implant date: if implanted; give date: unknown. Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. Initial reporter: telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted. The patient suffered from senile cataract with his left eye. The patient was part of a clinical trial in (B)(6). A model zct300 was implanted with an axis of 179. The patient went to the hospital for follow up and it was found that the iol appeared to have rotated 21 degrees counterclockwise on (B)(6)2015. The situation was not changed when the patient went for another follow up on (B)(6) 2015. A reposition procedure was performed on (B)(6) 2015 and axis was adjusted to 179 degrees. No further information was provided. The implant date was not provided. The lens rotation was diagnosed on (B)(6) 2015.

Manufacturer narrative:
Implant date: if implanted; give date: (B)(6) 2015. In MDR follow-up #2 listed, the patient code was corrected. This patient code, is incorrect. - reposition of lens in a secondary procedure and has been corrected.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations related to the reported complaint. The documentation showed that the production order was manufactured according to specifications. A review of the direction for use (dfu) was conducted. Lens rotation is listed in the warnings section. Rotation of tecnis® toric 1-piece iols away from the intended axis can reduce astigmatic correction. Misalignment greater than 30° may increase postoperative refractive cylinder. If necessary, lens repositioning should occur as early as possible prior to lens encapsulation. Special care should be taken to ensure proper positioning of the lens at the intended axis following viscoelastic removal. Residual viscoelastic may allow the lens to rotate, causing misalignment of the lens with the intended placement axis. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received indicating that on (B)(6) 2015 the patient went to the hospital for follow- up. The patient was reported to be fine. The physician found conjunctival congestion, glisten, and mild edema on the left eye. The lens rotated counter-clockwise 2 degrees. The physician used eye drops for treatment and asked for follow-up one month after the procedure. All pertinent information available to abbott medical optics has been submitted.